Event description:
During an arterial line insertion, after artery was accessed it was difficult to withdraw the guide wire. Additional personnel attempted to remove. Physician was successful removing the entire device, and it was noted the catheter was crumpled upon itself which made removal difficult.what was the original intended procedure?arterial line placement.